Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized on (B)(6) 2019 due to a low blood glucose level of 30 mg/dl. The customer's blood glucose level was 50 mg/dl at the time of admission. The customer was treated with intravenous sugar water. The insulin pump will not be returned for analysis.